Event description:
The customer reported a screaming alarm. No adverse reactions were reported during the use of the device. The device was received. The evaluation verified the customers reported issue of screaming alarm along with error 99 (once) in event log. Technical error 99 (activation of the watch dog) triggers an alarm and stops the pump. The cpu pcb and power supply pcb were replaced to resolve the reported issue and error 99. During calibration the device failed air sensor calibration and the replacement of the air sensor was required. Error 51 was found during functionality check requiring the replacement of the speaker/flex ic. Technical error 51 (defective speaker) triggers an alarm and stops the pump. After repair, the device was found to meet specification.